Event description:
Complainant reported that while on a patient the device depressurized and failed to cycle. Complainant did not indicate any adverse effect to the patient.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.